Manufacturer narrative:
If the signal reagent (sr) pack on the ici immunodiagnostic analyzer is repositioned after it has already been in use, or, if an empty or partially used pack is reloaded, the system may run out or sr and incorrect results could occur. Customers were sent a technical bulletin and label for their vitros eci immunodiagnostic system (eci) to clarify procedures to follow when loading and unloading sr packs. When the appropriate procedures are followed, the system automatically tracks the sr volume. Additionally, new software for the eci enhanced the current ability to detect when sr is not dispensed into a well.

Event description:
Human error (inappropriate movement of the signal reagent pack) was the cause of this incident. While troubleshooting, laboratory personnel discovered that the in-use signal reagent pack was empty. The analyzer had processed both quality control and pt samples with an empty signal reagent pack, resulting in a series of zero results being generated for immunometric assay regardless of the analyte concentration.